Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that ten (10) minicaps were not staying connected to the patient's transfer set; further described as "the minicaps kept falling off even after securing them in place." This was identified during set- up for peritoneal dialysis (pd) therapy. There was no report of patient injury or medical intervention associated with this event. No additional information was available.

Manufacturer narrative:
Additional information: the caregiver reported that an unreported date, the patient's transfer set was replaced. It was additionally reported that the customer would wrap and tape the minicap onto the transfer set to tighten it up. Device manufacture date: 12/07/2018 to 12/14/2018. Eleven (11) samples were received and evaluated. A visual inspection was performed with no issues noted. The samples were functionally tested by placing them onto a sample luer. All of the samples were functional and connected to the luer. The samples met product specifications. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.